Event description:
It was reported that a user of the ilet bionic pancreas experienced low blood glucose, describing a decrease from approximately 200 mg/dl to 76 mg/dl, and expressed distress about recurrent lows while also reporting avoidance of meal announcements due to fear of hypoglycemia. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included user distress and interruption of routine use behavior without hospitalization. Investigation of this case revealed no device malfunction reported, with user behavior of missed meal announcements identified as a plausible contributor to hypoglycemia. It was concluded, based on previously established findings for similar reports, that user-related factors, including missed meal announcements and therapy use decisions, were the likely cause.